Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during drain 1 of 4. The patient was connected at the time of the alarm. The home patient (hp) stated that there was a pinhole sized leak on his transfer set. The technical service representative (tsr) informed the hp to turn the power off on the hc and use aseptic technique to disconnect. The tsr informed the hp to attempt to try to stop the leak and to contact his registered nurse right away. The supplies had not been damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.